Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device was used on a case earlier that day. This was the third case of the day. The device handle was sterilized to be used again. On the 4th firing they were using a purple 60 reload, they inserted the device in the patient, as they articulated the device with the jaws opened it froze. The user was unable to straighten the device or close the jaws. The user was able to take off the handle and remove the shaft and reload through the incision using a manual wrench to straighten the jaws of the device and disassemble the reload from the shaft. The current patient status is fine, there was no patient injury. To correct the condition: a manual stapler was used finish the case. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.